Manufacturer narrative:
Results:eval of the returned product confirmed the reported issue the hold/suspend button does not place alarm on hold or suspend mode when pressed. The button is not hard to press and does not stick. Unit passes all other functional tests. There is corrosion on the battery springs due to battery leakage. No visible corrosion on the flat contacts. Note: posey instructions for use has a statement take care when installing new batteries. The alarm will not work if batteries are installed improperly. Always install a completely new set of batteries when the chirping due to low battery power sound begins. Do not replace a single cell, but all cells in the alarm. Do not mix old and new batteries, or battery brands within a battery pack (4 batteries). Use of mixed batteries or batteries installed incorrectly may cause battery damage, and may damage the alarm. Remove any alarm from use and send to the appropriate facility authority if batteries are damaged or corroded or the battery compartment has signs of previous battery corrosion such as white powder residue. (B)(4).

Event description:
The customer reported the hold button does not silence the alarm. The customer reported, the batteries have been replaced with new ones and there is no visible damage reported. This was discovered during use, however, the customer didn't provide the date when occurred. There was no pt injury reported.